Event description:
This patient has had nephrostomy tubes placed and replaced beginning the early part of this year. Recently the tube was being replaced as it was nonfunctioning. The string fixation mechanism of the existing catheter was unlocked, but did not release. Attempts at advancing a wire through the catheter were unsuccessful. The catheter was then cut in an attempt to release the locking mechanism. Sheaths were advanced over the tubing; however none of these attempts were successful at removing the catheter. The catheter could not be removed and was clamped. It will likely need to be removed surgically.